Manufacturer narrative:
The evaluation found there was grainy patches on the center of the screen. Through further troubleshooting found a faulty patient (qb) board, intermittent green power light comes on but no image. The device is pending repair. A review of the device's repair history shows the device was last repaired on (B)(6) 2020; inspection only, there were no problems found. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
During a standard service inspection, the asset high definition liquid crystal display monitor was found to have no image due to a faulty patient (qb) board. There was no reported allegation of a malfunction associated with the device and there was no patient involvement reported.

Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer. The legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. The root cause of the reported image malfunction was due to a failed circuit board which is likely attributed to aging as it has been 6 years and 8 months since manufacturing. Olympus will continue to monitor complaints for this device.